Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of when the needles were deployed only three needles were visible was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a heavily tortuous and heavily calcified common femoral artery was attempted using a prostar xl after an interventional procedure. Reportedly, when the needles were deployed only three were visible at the barrel. A backdown was performed and the needles were deployed again and only three needles were visible. The device was removed and a second prostar xl was used to successfully achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the prostar xl pvs system have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Device code 2017: improper or incorrect procedure or method, failure to follow steps/instructions: per instructions for use under technique for needle back-down, do not attempt to re-deploy the prostar xl device after the needles have been "backed-down". Replace the prostar xl with another prostar xl pvs device to complete the procedure or replace the introducer sheath. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.